Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to deformation of the suction cylinder, the suction valve could not be detached. The device evaluation found foreign material in the forceps channel. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip and a crack; due to deformation, the upward/downward (u/d) angulation control knob did not move smoothly; due to dirt on the objective lens, there was a lack of image on the monitor; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the play of u/d knob was out of the standard value; the objective lens had discoloration; the suction cylinder was shaved. Additionally, the following components had a scratch: the plastic distal end cover, the channel tube, the connecting tube, the control unit, the forceps elevator knob and lever, the flexibility adjustment ring, the grip, the protector of the universal cord on the suction connector side, the right/left knob, the scope connector cover unit, the suction connector, the scope cover, switch 2, the switch box, the u/d knob, and the universal cord. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer suspected the foreign material was the tip of a cleaning brush. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no reported abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope had a button that could not be removed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object in the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.